Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted on (B)(6) 2017. At a follow-up on (B)(6) 2017, the patient experienced erosion of the strip, which was treated locally on each occasion, with a recommendation to apply a topical estrogen. It is noted that the patient does not follow the recommendations. A third erosion occurs on (B)(6) 2019. A complex multifactorial problem associated with possible pudendal nerve involvement was revealed. The patient refuses local treatment and prefers to consult outside (USA). She was assessed on (B)(6) 2021, and the bandlet was radically retreated on (B)(6) 2021. The consultation made no mention of neurological damage and focused on strip erosion associated with infection and pain. The follow-up shows an improvement in vaginal pain, but no great improvement in chronic generalized multifactorial pain or in left pudendal neuropathy.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.